Manufacturer narrative:
Product was not returned. A DHR review (DHR 2110133 sample vial lot (internal lot# 210762-2bq) and DHR 2111039 test lot (internal lot # 210762-13d) of the associated kit lot number (k08a111111213m1) was completed, and 0 discrepancies were found. A review of existing CAPA, scar and ncmrs was completed and there are no prior records related to false positive failure mode for this lot. False positive is a known possible outcome for a very small percentage of cases. Root cause cannot be determined based on the information available. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having a false positive result. Complainant performed additional antigen self-test and two pcr tests with negative results.